Event description:
It was reported through the stryker facebook page, "I totally agree with you!!! My pain is so much worse, don¿t do it. The dr should have to pay for monthly massages to help with the pain a little. They swear to you that the pain leaves, no way, just don¿t do it!!!!" Additional facebook comment received, "happened to me, body rejected the replacement and got all infected, had to have the surgery repeated. It was a very painful, hurtful time in my life. My knee has never fully recovered. I have pain to this day. I¿m not trying to upset people, I¿m simply being as honest and truthful as I can. My pain is worse than before the surgery. God bless you and good luck".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.